Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-20. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used retracted needle assembly without the catheter adapter assembly and three photos. Initial visual observation of the unit revealed that leakage beyond the control plug had occurred, confirming the reported defect. This defect may occur due to leakage beyond the septum inside the catheter adapter assembly, leakage beyond the vent plug in the needle hub assembly, or by leaving the device in the patient for an extended period of time. As the catheter adapter assembly was not returned, the septum could not be inspected for damage or defects. An inspection of the vent plug was performed to check for damaged vent plug and no damage or defects were observed. Although the reported defect was confirmed, bd was unable to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood splattered out of the bd insyte¿ autoguard¿ bc shielded IV catheter when retracting the needle. The following information was provided by the initial reporter, translated from spanish to english: "when removing the needle from the catheter, the button is activated to retract the needle, at that moment there is a splatter of blood and they realize that the capsule is open and the needle is inserted."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood splattered out of the bd insyte¿ autoguard¿ bc shielded IV catheter when retracting the needle. The following information was provided by the initial reporter, translated from spanish to english: "when removing the needle from the catheter, the button is activated to retract the needle, at that moment there is a splatter of blood and they realize that the capsule is open and the needle is inserted."